Event description:
It was reported following a successful arteriovenous fistula graft declotting procedure, upon withdrawal of the balloon catheter, the balloon detached and remained in the graft. An attempt to snare the detached balloon was unsuccessful and uneventful surgical retrieval of the ballon followed. The procedure was successfully completed with this ballon catheter. The pt's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Without evaluating the device, co is unable to determine the exact cause for this event.